Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and broke at the mid-shaft while being maneuvered. The device was removed intact, and the procedure was completed using an alternate device. There were no patient complications reported, and the patient was doing well post-procedure.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and broke at the mid-shaft while being maneuvered. The device was removed intact, and the procedure was completed using an alternate device. There were no patient complications reported, and the patient was doing well post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 20.9cm distal to the distal end of the strain relief. Multiple hyptoube kinks were also noted. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of stent profile revealed no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure bumper tip showed no signs of distal tip damage.